Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit is being serviced by a vyaire medical authorized service technician. The unit is currently in the process of being evaluated. Once the result of the investigation become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the internal battery capacity was low. While conducting the battery duration test, the unit would go from a low bat warning to an empty bat warning and shutdown in a short time period of 2-4 minutes. There was no patient involvement associated with this reported event.